Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with alerts for false high ventricular rate episodes (hvr) for ventricular oversensing. The check also showed that the device had false atrial tachycardia/arial fibrillation automatic mode switch episodes related to far field oversensing. The ventricular capture threshold also presented high. Programming changes were made to address these issues. Patient was stable. Related manufacturer reference number: 2017865-2020-13971.